Event description:
While advancing a ureteral stent into the kidney the silver tip of the stent pusher became disengaged from the shaft. The tip was removed with stone basket. No harm to pt reported.

Manufacturer narrative:
Due to the complaint device not being returned, a proper eval could not be performed. One device was pulled from stock for investigation noting the metal band to be secure on the positioner and within specification. The metal band was removed from the pt within the same procedure using a stone extractor, no harm to the pt.